Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaints for stenosis and central regurgitation were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Due to unavailability of valve serial number, DHR and lot history reviews were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation and stenosis are a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "a patient underwent a tpvr procedure with a 26mm sapien 3 valve in the pulmonic position position. The patient later presented with stenosis and central regurgitation of the valve and it appeared to be under-deployed. As per follow-up with the fcs, the perceived root cause for the early failure of the valve was reported to be due to under-expansion at time of initial implant." In this case, the incident valve was under-expanded, which could reduce the effective orifice area (eoa) of valve and narrow the opening of valve, leading to stenosis. It can also contribute to the suboptimal valve leaflets coaptation, resulting in further central regurgitation as reported. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a patient underwent a tpvr procedure with a 26mm sapien 3 valve in the pulmonic position. The patient later presented with stenosis and central regurgitation of the valve and it appeared to be under-deployed. The patient underwent an off-label valve in valve with a 23mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 valve in pulmonic position. As per follow-up with the fcs, the perceived root cause for the early failure of the valve was reported to be due to under-expansion at time of initial implant.

Manufacturer narrative:
Investigation is ongoing.